Event description:
The pt is scheduled for an asr revision (B)(6), 2011. Specific details regarding the report are unk.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4).

Manufacturer narrative:
Event date, event description, contact information. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed previously applies to the corresponding product code sold domestically.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: reason for revision and date of revision confirmation received on (B)(4) 2012. Reason(s) for revision: alval / soft tissue reaction.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ asr revision, asr xl acetabular system (left). Update: reason for revision and date of revision confirmation received on 29 may 2012. Reason(s) for revision: alval / soft tissue reaction. Update - added head and sleeve, querying missing stem. Taken from claimsuite dated 22nd jan 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.